Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. Fluoroscopy confirmed arteriotomy placement in the common femoral artery. The device was inserted at a 45-degree angle. Good marking was attempting to be made when a "click" was heard. At that time the physician decided to remove the device. The device was reported to be "stuck". The foot had not yet been deployed, however, the physician moved the lever up and down in an attempt to aid in the removal of the device. X-ray revealed no scarring and no vessel calcification. A vascular surgeon was consulted. Upon attempts to remove the device, it broke where the proximal guide meets the distal guide. The patient was taken to surgery. A 3-inch incision was made at the arteriotomy site. The device was removed successfully. The arteriotomy was closed in surgery. Hemostasis was achieved. The patient remained hospitalized two additional days, and was discharged without any further adverse effects.